Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The nurse neuro coordinator reported that the cusa excel contamination seal (c0005) cracked and then broke on (B)(6) 2014. The patient was an adult who was anesthetized when the surgery for a brain tumor was delayed for an hour. The patient did not incur an injury because of the delay or the event. The surgeon was able to complete the surgery using the same unit despite the broken seal.